Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer also reported pump error 23(post-reset ram crc alarm). Customer reported blood glucose value of 498 mg/dl. Treatment for high blood glucose was not mentioned. Customer also asked for the replacement of sensor due to transmitter reconnection. The event involved product(s) mmt-1884l, mmt-342, mmt-431ag. Troubleshooting was not performed. It is unknown whether customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-342. No product return is required for mmt-431ag. Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported insulin pump and transmitter lost connection due to pump error 23(post-reset ram crc alarm). The customer reported blood glucose value of 498 mg/dl. Treatment for high blood glucose was not mentioned. The customer also asked for the replacement of sensor due to transmitter reconnection. The event involved product(s) mmt-1884l, mmt-342, mmt-431ag, mmt-7040a, mmt-7841zn. Troubleshooting was not performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-342. No product return was required for mmt-431ag. No product return was required for mmt-7841zn. No product return was required for mmt-7040a. Frn-mmt-342-rsvr,unomed inf set,

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.